Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. While reviewing the log, the unit rebooted and came up in ventilation mode. The unit could not be turned off and rebooted a couple more times. The unit could not be turned off but did shut down when the alternating current (ac) power was disconnected, it did not continue to operate on battery power. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator stopped blowing, the screen went blank and then came back on. The ventilator was in use on a patient at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 22jan2019. Date rec'd by MFR: 12jan2019. The blower assembly was received at philips for evaluation. The blower was installed to a failure investigation (fi) test ventilator for testing. The reported issue was unable to be replicated. The motor was run for over 24 hours with no failures. All electrical testing revealed passing values. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of this report: 11/09/2018. Date received by manufacturer: 11/06/2018. Philip's field service engineer (fse) evaluated the device and could not verify the reported condition. The fse found the blower assembly was not properly mounted to the front panel. Review of the event logs indicated that there were error codes relevant to the blower assembly issue. The blower assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.